Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid and two "other drugs" at unknown concentrations and doses via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient's catheter access port (cap) could not be aspirated during a refill. The patient was brought in for a catheter revision and the catheter could not be aspirated during the surgery. The whole catheter was replaced. The issue was considered resolved. The patient's weight was unknown. The surgeon discarded the catheter and declined analysis. No patient symptoms were reported. No further complications were reported.